Manufacturer narrative:
The investigation for the hemolysis and low pump flow has been completed. Data logs were reviewed which confirmed the failure mode and clinical narrative. Logs showed suction alarms and pa pressure was rising with upward shift in placement signal trend and low flows after 88 hours. The impella was returned for evaluation. Upon visual inspection, there was biomaterial found blocking the outflow cage, in the cannula throughout the impeller, inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of the low flow was biomaterial ingestion. The root cause of hemolysis was biomaterial ingestion. The instructions for use for the impella rp smart assist system with automated impella controller state the following: section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella rp device for mechanical circulatory support. It was reported that impella rp support was ongoing for a patient admitted in with post operative right ventricular dysfunction. The impella rp had been supporting when there was low flows thought to be due to clot ingestion and signs of hemolysis in red urine. The issues were treated by the pump being explanted and replaced.